Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an invasive procedure was performed. The device was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product was discarded and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the hospital emergency room due to syncope. Interrogation of the device with a programmer noted high rv threshold measurements. Sensing and pacing impedance measurements were noted to be stable and acceptable. Rv outputs were increased and the patient was discharged. During an in clinic follow up four days later, the device was noted to have reached elective replacement indicator (eri). It was noted that the device showed a battery status of two years remaining during the previous hospital interrogation. A local field representative contacted boston scientific technical services (ts) and inquired if the battery status would recover if the rv outputs were lowered. Ts discussed that eri is a latched state and programming changes will not change the eri status. A device and lead replacement procedure was scheduled for an unknown date in the future. No additional adverse patient effects were reported. This product remains implanted and in service.